Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced pain around the implant site. It was decided to explant the icm. During the explant procedure the physician struggled to explant the device due to the position of the icm. It was further reported that on successful explant of the icm it was noticed that the patient's breast implant was damaged and fluid was leaking. No further patient complications have been reported as a result of this event.